Event description:
A report was received that the patient was experiencing new pain caused by the ipg that occurred whether stimulation was turned on or off. The patient was admitted in the hospital and was diagnosed with sepsis. The patient was treated with intravenous (IV) vancomycin and ampicillin. The location of the infection was the battery incision site but there was no local infection. Symptom of infection was fever. The physician did not believe that it was device or procedure related. The patient underwent an explant procedure.

Event description:
A report was received that the patient was experiencing new pain caused by the ipg that occurred whether stimulation was turned on or off. The patient was admitted in the hospital and was diagnosed with sepsis. The patient was treated with intravenous (IV) vancomycin and ampicillin. The location of the infection was the battery incision site but there was no local infection. Symptom of infection was fever. The physician did not believe that it was device or procedure related. The patient underwent an explant procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50, serial #: (B)(4), description:linear st lead, 50cm. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50, serial #: (B)(4), description:linear st lead, 50cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.